Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced fluctuating impedance, poor sound quality and performance with the internal device. Troubleshooting at the clinic did not resolve the issue. Subsequently, the device was explanted on (B)(6) 2024, and the patient was reimplanted with another device during the same surgery.